Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer became jammed. The customer stated that the drawer would not open and customer attempted troubleshoot with reboot, but issue still persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it had been determined that the drawers had kept failing. A field service engineer (fse) had found that the main enhanced half height drawers 2.1, c5, and d3 had kept failing as per remote smart service 10,000 code. The fse then reseated and checked all cables, and the issues were resolved. The system functioned as intended after the field service engineer repaired the device.